Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge displayed an initial fill estimate value of +120. Once the customer delivered 9 units of insulin the fill estimate displayed a value of +60 units. The customer's blood glucose level was 97 mg/dl. Reportedly, the customer re-loaded the cartridge and received an accurate fill estimate.